Event description:
As reported, the guidewire loop of a 5f exoseal vascular closure device (vcd) could not be dragged to change the color of the indicator window. No patient injuries were reported. The procedure was for a cerebral angiography using retrograde approach. The physician was skilled at the use of the exoseal and has used it for many years. There were no obvious signs of device or package damage prior to use. A 6f 11cm unknown vascular sheath was used. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the vascular sheath introducer was 30-45 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the exoseal vcd. The device was retracted at a 40-degree angle. The window never changed from ¿black and white¿ to ¿black and black,¿ and the plug deployment button could not be fully depressed. The plug could not be released. The plug did not come off the exoseal vcd device after it was removed from the patient. The device will be returned for evaluation.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the guidewire loop of a 5f exoseal vascular closure device (vcd) could not be dragged to change the color of the indicator window. The procedure was completed with manual compression. No patient injuries were reported. The procedure was for a cerebral angiography using retrograde approach. The physician was skilled at the use of the exoseal and has used it for many years. There were no obvious signs of device or package damage prior to use. A 6f 11cm unknown vascular sheath was used. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the vascular sheath introducer was 30-45 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the exoseal vcd. The device was retracted at a 40-degree angle. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. When the device was removed, there were no damages noted to the indicator wire loop. The window never changed from ¿black and white¿ to ¿black and black,¿ and the plug deployment button could not be fully depressed. The plug could not be released. The plug did not come off the exoseal vcd device after it was removed from the patient. One non-sterile exoseal vascular closure device, size 5f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed, where no abnormal conditions were observed on the indicator wire. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed or reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to reach the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in successful indicator wire retraction and the expected plug deployment. Additionally, the black/white/red indicator window position was obtained as expected. The reported event of ¿¿indicator wire damaged loop¿ was not observed through analysis of the returned device as it was received with a deployed indicator wire that showed no anomalies. Functional analysis was successfully completed. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, it was reported that a 6f sheath was used with the 5f exoseal. As reported in the product description within the IFU, "note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use." Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.